Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 scs systems. The scs leads related to this issue are being reported. The pt received 2 occipital scs leads (off-label) with the same lot number. It was reported the pt is scheduled to have one of her scs leads revised due to lead migration. No additional information is available at this time.